Event description:
Noise was detected on the rv lead causing inappropriate detection and an aborted charge. At this time, the lead remains implanted.

Manufacturer narrative:
8/30/2017 - this lead was capped and replaced on (B)(4) 2014. The remaining portion was explanted on (B)(4) 2017.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received data. The manufacturing process for this lead was re- investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received follow up and home monitoring data were inspected. The available iegms revealed the presence of noise in the rv channel, confirming the clinical observation. In summary, the lead was not returned for analysis. The data received confirmed the clinical observation. However, based on the information available for analysis, the root cause of the noise could not be determined. The review of the quality documents confirmed a regular device manufacturing.